Event description:
It was reported that a malfunction alarm with code 12 occurred. There was no reported impact to the customer's blood glucose level, as the customer declined to provide specific information. The customer reset the pump themselves at the time of the event and was advised by technical support to continue using the pump while being instructed to call back if the malfunction code recurs.